Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that high capture thresholds were observed and dislodgement of the left ventricular (lv) lead was suspected. The lv lead was programmed off, while pacing from the right ventricle was present. The lv lead was scheduled for a revision. Prior to the revision, no capture was noted and it was confirmed the lead had pulled back. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The awareness date should have been (B)(6) 2019 instead of (B)(6) 2019.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The awareness date for the completed analysis report submitted september 8, 2019 , should have been september 5, 2019 not august 5, 2019.